Event description:
Pt. S/p (status post) code blue to start on hypothermia therapy. Initiated at 2030. One hour later, noticed pt's temp from 2 different sources had not dropped down from 36.6 degrees when it was started. A few minutes later an alarm sounded and appeared on the screen as alarm 113. Attempted to correct problem however alarm still kept coming back as 113. Contacted helpline and was instructed to change the machine asap and send to biomed. Manufacturer response for hypothermia therapy device, artic sun, medivance (per site reporter): according to the hospital's biomed department the issue is with a "mixing pump" and according to the manufacturer, that part is on back order.